Manufacturer narrative:
Correction: the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the heat moisture exchanger is falling off. It was suggested that the caregiver try the push and turn method on the heat moisture exchanger. Additional information was received on (B)(6) 2015 that the heat moisture exchanger has been used by the patient for the past year, he is recently experiencing them falling off while in use. The caregiver has tried the push and turn method to attach, but still is not working to keep the heat moisture exchanger attached. The caregiver is now swapping the heat moisture exchanger out twice a day. There was no patient injury or medical intervention necessary.

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).